Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue; guide cath: heartrail 6f il3.5. Factors that may contribute to balloon material rupture include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. In this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any leak noted during preparation prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported moderately calcified, 100% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. There is no indication of a product quality deficiency. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency all balloon catheters are visually inspected for balloon damage, including at the step when the balloon is inserted into the protective sheath. Additionally, all balloon catheters are leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure and balloon integrity prior to release.

Event description:
It was reported that the patient had acute myocardial infarct and underwent a procedure of the moderately calcified, concentric, 100% stenosed de novo circumflex artery. A guide wire was positioned and a 1.5 mm x 15 mm non-abbott balloon catheter was used for predilatation then a 2.0 mm x 15 mm nc trek balloon catheter was used, however, during the first inflation of 18 atmosphere for 15 seconds the balloon ruptured. There was no reported adverse patient effects. There was no reported clinically significant delay in the procedure due to the device issue. The procedure was completed without a stent implant. Though requested, no additional information was provided.